Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01639.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed a ruby coil using a px slim delivery microcatheter (px slim). The physician then felt resistance while attempting to advance a pc400 through the distal tip of the px slim and, therefore, the pc400 was removed. The physician then attempted to place another pc400, however, resistance was again felt while trying to advance past the tip of the px slim. The physician attempted to remove the pc400, however, while retracting, the pc400 began to unravel. The physician, therefore, removed the px slim with the pc400 inside. The procedure was then completed using 18 additional coils, a pc400, and the same microcatheter. There was no report of an adverse effect to the patient.